Event description:
It was reported that: hemodialysis catheter inserted under ultrasound guidance into the right femoral vein. During cannulation, they used an introducer needle. Inserted swg after syringe disconnection. The catheter is placed along the swg. As the swg is removed through the catheter. There is resistance. The swg was pulled out with force (being careful not to damage the vessel). The end of the guide takes the shape of a "pig's tail", a "coiled spring". Clinical consequences: the catheter is blocked after this. This catheter must be removed and the hemodialysis catheter placed elsewhere. This situation occurred three times in the ward. 3 different operators, 3 different patients. Photos attached showed that the catheter was bent. Associated complaints (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer report of kinked catheter was confirmed by visual inspection of the customer supplied photo. Biomaterial was additionally observed at the location of the kink within the catheter. However, full complaint verification testing to evaluate the cause of the damage could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: hemodialysis catheter inserted under ultrasound guidance into the right femoral vein. During cannulation, they used an introducer needle. Inserted swg after syringe disconnection. The catheter is placed along the swg. As the swg is removed through the catheter. There is resistance. The swg was pulled out with force (being careful not to damage the vessel). The end of the guide takes the shape of a "pig's tail", a "coiled spring". Clinical consequences: the catheter is blocked after this. This catheter must be removed and the hemodialysis catheter placed elsewhere. This situation occurred three times in the ward. 3 different operators, 3 different patients. Photos attached showed that the catheter was bent. Associated complaints 3006425876-2023-01206, 3006425876-2023-01207, 3006425876-2023-01205, and 3006425876-2024-00021.